Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: the tka appears to be correctly aligned, only rotation of femoral component is a little more marked than normal, but this depends on the anatomy and it is a surgical choice during operation, we have no information on the matter. Claimed instability is most likely due to soft tissue insufficient tension, for this reason the surgeon chose a thicker insert. Components do not appear to have migrated since first operation, therefore root cause must be instability due to insufficient ligament tension. Batch review performed on 08 february 2016. Lot 123224: (B)(4) items manufactured and released on 27 november 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was complaining about instability of the knee. The surgeon decided to increase the insert from a 17mm to a 20mm. The surgery was completed successfully. The x-rays are available. The explanted insert will not be returned.

Manufacturer narrative:
On 03 march 2016, the (B)(4) department provided the patient match planning review, with the following results: the surgeon implanted a gmk sphere implant instead of a gmk primary implant, and he chose a size 5 for the tibia instead of a size 4 in terms of cut, we do not see any relevant difference between the implanted prosthesis and the validated planning, except for the tibial slope: as shown in the last picture above, the outcome of the surgery is a 2.5° bigger slope (we planned 2.0°, the surgery brought to a 4.5°). The analysis of the (B)(4) process of this case found no deviations from the standard procedures. The planning, anyway, was made on a gmk primary, whilst a gmk sphere has been implanted. On 04 march 2016, the medical affairs director rconfirmed that the information provided in the patient match planning review did not influence his previous clinical evaluation.

Manufacturer narrative:
On 08 april 2016 it was prepared a final report with the information already submitted in the previous reports. On 11 april 2016 the report was sent to the initial reporter and the case was closed.